Event description:
The pt received a scs sys on (B)(6) 2011. It was reported that charger was unable to locate the scs ipg. A new charger was sent and was able to locate the ipg. The pt also reported that the recharge burden increased, requiring ipg charging every day. The device is still in use. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.